Event description:
Pt came back after 10 days post-op with x-ray that showed the femur fracture. Revision with a cemented stem and cerclage of the femur performed. Ref MFR report 3005180920-2013-00060.